Event description:
A 62 year old woman who had initial implantion in 1981 with saline implants. The left implant deflated and has become more painful. Increasing left wall chest pain when lifting or stressed.